Event description:
Customer reported plastic in the battery compartment appears to be melted. No results were in the memory. Customer discovered melting when beginning to insert new batteries. No treatment was received. A request was made for return product and replacement product was sent.